Event description:
Event description cpi received an implant form which indicated that this bipolar lead was removed from service two years ago for dislodgement and capped. The dislodgement was discovered during a routine replacement procedure of an implantable pulse generator (ipg). A new lead lead of the same model was implanted at this time. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.